Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of dissection is a known inherent risk of the procedure and the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was performed with a proglide device after a uterine embolization procedure and hemostasis was achieved. Reportedly, the patient was sent for further surgery not related to the proglide device, second stage to the initial procedure. A dissection higher up in the external iliac/common iliac was noted and was treated via surgical intervention. Reportedly, the physician is not convinced the proglide caused or contributed to the dissection. The physician is reportedly trained in the use of the proglide device. No additional information was provided.